Event description:
It was reported that, "the pt was revised for clicking, popping, laxity and instability of her right total hip done in 2004. Ceramic on ceramic components were removed and replaced with mdm components and a +10 metal 28mm head."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.